Event description:
Flowonix/infusys therapeutics intrathecal baclofen pump failed in clinical use, whilst implanted in an nhs united kingdom patient. This device is clinically unsupported by the company in the UK/EU. Device explanted from patient and replaced by manufacturer supported medtronic syncromed pump. Pump to be returned to infusyn for investigation as cause of failure.